Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change procedure. It was noted that the old pacemaker exhibited high capture thresholds from initial implant. The pacemaker was explanted and replaced.

Manufacturer narrative:
The device was returned for analysis. The event of high capture threshold was not confirmed. Visual, electrical, mechanical, capture test and longevity analysis was normal with no anomalies found. Sensitivity test was within normal range and evaluation of header and connector found no contamination or foreign material.